Manufacturer narrative:
H10 - plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event is confirmed since the incident was caused by the user.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the patient stated they had peritonitis about a year and a half prior while utilizing a fresenius cycler and cassette for pd treatments. Per the patient, the peritonitis was not related to any issues with fresenius products. The patient indicted the peritonitis event was due to a breach in infection control at home. The patient is currently on home hemodialysis modality with no reported adverse effects.

Manufacturer narrative:
Correction: h6 investigation findings, component code.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the patient stated they had peritonitis about a year and a half prior while utilizing a fresenius cycler and cassette for pd treatments. Per the patient, the peritonitis was not related to any issues with fresenius products. The patient indicted the peritonitis event was due to a breach in infection control at home. The patient is currently on home hemodialysis modality with no reported adverse effects.

Manufacturer narrative:
Correction: g2.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the patient stated they had peritonitis about a year and a half prior while utilizing a fresenius cycler and cassette for pd treatments. Per the patient, the peritonitis was not related to any issues with fresenius products. The patient indicted the peritonitis event was due to a breach in infection control at home. The patient is currently on home hemodialysis modality with no reported adverse effects.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the patient stated they had peritonitis about a year and a half prior while utilizing a fresenius cycler and cassette for pd treatments. Per the patient, the peritonitis was not related to any issues with fresenius products. The patient indicted the peritonitis event was due to a breach in infection control at home. The patient is currently on home hemodialysis modality with no reported adverse effects.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. However, there is no allegation or objective evidence that a cycler or cassette malfunction or product deficiency was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the patient¿s peritonitis can be attributed to a breach in infection control in the home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the patient stated they had peritonitis about a year and a half prior while utilizing a fresenius cycler and cassette for pd treatments. Per the patient, the peritonitis was not related to any issues with fresenius products. The patient indicted the peritonitis event was due to a breach in infection control at home. The patient is currently on home hemodialysis modality with no reported adverse effects.